Event description:
Catheter in place for duration of 13 days. "Stuck PICC, difficult removal 2 attempts by nursing staff with application of warm compresses over a couple of hours, before consulting surgeon. Surgeon was able to successfully remove the catheter without fracture.